Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results one 6 fr angioseal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was mated to the carrier tube assembly and was returned in the fully rear-locked position. The distal tip of the hemostasis sheath and carrier tube assembly was found to have been cut open, exposing the suture, collagen, and tamper tube. A kink was also identified on the hemostasis sheath at the blood inlet hole. Functional testing was unable to be performed as the device had been cut open and could not be tested properly. The alleged failure mode of 'the angio-seal device came out and the suture did not come out, was confirmed, as the device was returned in the fully rear-locked position without anchor deployment. The exact root cause of the issue could not be determined based on the available information. The likely cause of the issue was determined to have been a kink in the tubing which prevented the device from deploying properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was inserted into the artery as usual. When the angio-seal device was withdrawn, the angio-seal device came out and the suture did not come out. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There might have been a problem with the procedure. No collagen and others remain in the patient's body. Estimated blood loss was less than 250cc's. There was no health damage to the patient. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.